Manufacturer narrative:
The customer ended the call before his personal info or product info could be obtained. Without the meter serial number, it's not possible to determine the manufacture date.

Event description:
The customer received a blood glucose reading of 439 mg/dl from his breeze2 meter and a reading of 103 mg/dl using another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was having an issue with his phone and ended the call. No product will be returned.